Manufacturer narrative:
Manufacturer investigation results attached on retained samples only. Device not returned to manufacturer.

Event description:
Clinic has experienced clotting issues during treatment, the arterial volume chamber decreasing and the venous chamber volume increasing, the blood tubing system clotted and the staff was unable to return the patient's blood. Patient lost the amount of blood in the bloodlines and dialyzers, approx 200 ml of blood. Patient was sent to the hospital for blood transfusion, no further details on the incident. During hospitalization, they could not find the source of blood loss. Patient is on small heparin bolus dose and receives saline flushes every 30 minutes during dialysis. The facility is a re-use/dry-pack facility using both revaclear and revaclear polyflux 21r dialyzers.